Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there were no errors related to the customer complaint. The device was visually inspected and there was a detached downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The probable cause of the reported issue was due to a detached downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited a loose downstream occlusion seal. During physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement, no injury was reported.